Event description:
It was reported that asymptomatic patient presented in clinic for follow up with oversensing exhibited on the implantable cardioverter defibrillator. Upon review of the electrograms and electrocardiogram strips, there was low level, high frequency noise exhibited on the device and the oversensing was noted to be caused by myopotentials. Technical services suggested programming changes and induction testing post changes. There is no information currently available as to whether these programming changes were performed. The patient was reported to be monitored and followed up with per normal routine.